Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The distributor reported on behalf of the user facility the following incident: the surgeon did not succeed in completely expanding the kalix ii implant, according to the x-rays. Additional information has been requested from the contact person.